Event description:
The catheter tip sheared off of the spinal injection system catheter during retraction of the catheter into the introducer needle during a cervical spine injection procedure. The physician commented that the catheter was deployed against bone several times while attempting to position the catheter at the injection site. The catheter tip fragment remained in the pt's soft tissue/muscle approx 1 cm lateral to and outside of the spine as seen using fluoroscopy by the physician. The physician determined the fragment is not in a position that may cause sequelae and did not attempt to remove it. A second device was used successfully to complete the procedure without issue. The pt was informed of the fragment. There were no reported pt neurological issues or adverse clinical sequela reported during or after the procedure. No further details were provided.

Manufacturer narrative:
Conclusions: device evaluated and failure was duplicated in an overstress condition. MFR's device eval summary: the complaint device was evaluated. It was observed that a portion of the catheter tip had been sheared off at an angle. The investigation resulted in duplicating the failure mode using an overstress benchtop model with devices from the same production lot of devices. The overstress benchtop test involved deliberately deploying the catheter against a fixed surface to simulate deployment of the catheter against bone as was observed in the clinical procedure where the failure occurred. The overstress benchtop test model maintains device body temperature by immersing the catheter and needle tip in water that is maintained at body temperature. The catheter shearing in the procedure most likely occurred when the catheter was deployed against bone which deflected the catheter from its intended path. As a result, the catheter was forced against the heel of the needle bevel and severed when retracted into the needle.